Event description:
Rptr stated in a meter-to-health care provider meter the blood glucose results were 100 and 137 mg/dl respectively. Control solution test was 113 (84-126) mg/dl. Rptr stated he was not experiencing any symptoms.